Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and all insulators were breached cut. It was also noted that the defibrillator conductor was distorted, several conductors had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and sleevehead, and the lead was damaged at implant.

Event description:
It was reported that during the implant, the physician sutured into the body of the right ventricular lead. The lead was noted to be compromised and noise was observed. The lead was explanted and replaced approximately one month later. No patient complications have been reported as a result of this event. It was later reported that the patient received an inappropriate shock when the lead dislodged from too much arm movement during the acute phase. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant, the physician sutured into the body of the right ventricular lead. The lead was noted to be compromised and noise was observed. The lead was explanted and replaced approximately one month later. No patient complications have been reported as a result of this event.